Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient inserted the sensor on arm. The patient's mother did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device wasn't returned, but the receiver that was used with the device has been received for evaluation on (B)(6) 2015. A follow-up report will be submitted once the evaluation is complete. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the returned pediatric receiver (part number stk-kd-blu/serial number (B)(4)/lot number 5197614), was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the diagnostic chart confirmed the reported event of inaccuracies. A definitive root cause could not be determined.